Event description:
It was reported that the pace/sense portion of this lead was replaced due to noise seen on the egm. The high voltage coil remains in use. No patient complications have been reported as a result of this event.